Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by running a clog test. Fse found a clog in the main arm and resolved the complaint by soaking the nozzle in bleach solution and flushed the nozzle with deionized (di) water and then with alcohol. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number 10650001 from installed date of (B)(6) 2021 through (B)(6) 2022. There were two similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2070) clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag) solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube, and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to clogged sampling nozzle.

Event description:
A customer reported error message ¿2070 clogging detected during specimen suction by main arm¿ on the aia-2000 analyzer. The customer attempted to clean the sample probe and restart the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.